Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were explanted and replaced due to non-conversion of ventricular tachycardia (vt). It was noted that the vt had spontaneous conversion. A single coil lead and a subcutaneous coil were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were explanted and replaced due to non-conversion of ventricular tachycardia (vt). It was noted that the vt had spontaneous conversion. A single coil lead and a subcutaneous coil were implanted. No additional adverse patient effects were reported.